Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max vaginal panel kit (ref. (B)(4)) kit lot 5262896 was performed by the review of manufacturing records and by the complaint's history review. The review of quality control records of bd max vaginal panel lot 5262896 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported a suspected false positive result for the trichomonas vaginalis (tv) target while using the bd max¿ vaginal panel, kit lot 5262896. A same day e swab was sent at an external laboratory and yielded negative results for all targets. Two weeks later, a second specimen from the same patient was tested on the same bd max instrument using the same bd max vaginal panel kit lot and again produced a positive tv result, while testing at the external laboratory remained negative for all targets. Despite multiple attempts made to receive information, no data was available for the investigation. Without data, bd is unable to identify the cause of the customer issue. The customer later reported that the issue was with the other lab results but did not specify the cause. According to the instruction for use, erroneous test results may occur from improper specimen collection, handling or storage, technical error, sample mix-up or because the number of organisms in the sample is below the analytical sensitivity of the assay. As with all pcr-based tests, extremely low levels of target below the limit of detection of the assay may be detected, but results may not be reproducible. It must also be noted that limit of detection can vary between different assays and testing methods. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel kit lot 5262896. Overall, based on the review of manufacturing records and complaints history review, no bd max vaginal panel kit reagent related issue is suspected. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd max¿ vaginal panel, a trichomonas vaginalis (tv) false positive patient result was obtained. An e-swab vaginal sample was collected and sent to an independent lab where quantstudio vaginal panel was tv negative. Second specimen was collected and tested and also gave tv negative results. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, a trichomonas vaginalis (tv) false positive patient result was obtained. An e-swab vaginal sample was collected and sent to an independent lab where quantstudio vaginal panel was tv negative. Second specimen was collected and tested and also gave tv negative results. There was no report of patient impact.